Event description:
Magnesium sulfate infusing thru IV line for over 24 hours without issue. Rn entered room and discovered line had pulled apart at a connection. Infusion was re-established with a new tubing. No patient harm. Tubing saved for investigation. Manufacturer response for IV tubing, pump infusion set (per site reporter). Equipment failure reported on (retracted date) to productcomplaints <(retracted email address)>. Product returned to manufacturer for investigation on (retracted date). Fedex (retracted tracking number).